Event description:
While inserting the sheath/dilator, the user had to nick the skin due to the patient's skin being very tough (he had no problem while inserting the guidewire into the vein) he encountered resistance while advancing the sheath/dilator. The user had choked down on the sheath/dilator while beginning inserting and midway up the peel-away sheath, the sheath begin to buckle and distal tip of the sheath slightly begin to peel back. He stopped at this point and aborted the insertion. He placed a piv.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4).

Event description:
While inserting the sheath/dilator, the user had to nick the skin due to the patient's skin being very tough (he had no problem while inserting the guidewire into the vein) he encountered resistance while advancing the sheath/dilator. The user had choked down on the sheath/dilator while beginning inserting and midway up the peel-away sheath, the sheath begin to buckle and distal tip of the sheath slightly begin to peel back. He stopped at this point and aborted the insertion. He placed a piv.